Manufacturer narrative:
H3: analysis of the lead revealed that the distal end of the lead was perforated by a stylet. Continuation of d10: product ID 306001 lot# unknown serial# unknown: product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 306001 (lot: unknown); product type: 0215-screening device; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they were in the doctor's clinic today and they opened a pne lead 306001 and it was noticed that 'the tip had an extra string on it' and they didn't want to use it so it was set aside. Unknown lot number per caller. Agent advised caller to send back to manufacturer via mailer kit and noted the case number can be used to replace product via customer service.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc serial# unknown; product type accessory. Product ID 306001 lot# unknown serial# unknown product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was not implanted or used and the cause of the tip having an extra string on it was not determined. When asked what steps were or will be taken to resolve this issue they stated that the product was sent back and the doctor used a new lead. This issue had been resolved. They also stead that the symptoms that the device was intended to treat was urgency frequency.